Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. Customer support troubleshot issue over the phone with customer regarding the reported issue. Recommended swapping video graphic array (vga) pcb. Customer reported that the vga pcb was replaced, the unit successfully passed pvt and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports vertical lines through display. No patient/user harm reported.